Event description:
It was reported that using a femoral artery access, antegrade approach in the heavily tortuous, moderately calcified posterolateral branch of the right coronary artery (rca), the balance middleweight universal (bmwu) guide wire was advanced and positioned without resistance. Three non-abbott stents were implanted and multiple balloons were used. During removal of the wire, some resistance was met with the vessel. The tip separated and remains in the vessel. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight rounded, actual patient weight (B)(6). Concomitant products: balloon dilatation catheters: 1.5x15mm apex, 2.0x15mm apex, 2.5x15mm apex. Stents: 2.5x20mm promus premier, 3.0x16mm promus premier des (x2). Guide catheter: 6 fr fr4. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported tip separation was confirmed. Difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. A cine was received and reviewed by an abbott clinical specialist. The reviewer confirmed the guide wire separation and subsequent embolization. The guide wire tip did not move from its original position throughout the procedure nor after it was separated from the proximal portion. A kink was identified at the distal end of the wire, likely due to extreme tortuosity within the anatomy. The kink was not present in the early images of the case, but was evident after initial treatment of the posterolateral branch. The kink is apparent distal as the third stent is introduced. The wire appears to have separated at the kink. Based on the information provided along with the cine review, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.